Event description:
It was reported that the patient experienced underdose symptoms of decreased efficacy due to a kinked catheter. It was confirmed that the pump had been flipped in the pocket and doctor observed what appeared to be necrosis. The patient wanted the pump relocated due to the pump flipping which resulted in discomfort and a kinked catheter. The pump was explanted and cultures were taken from the pocket to determine if there was infection. Doctor wanted to do this to 'ensure there was no infection, tissue did not appear to be infected and patient exhibited no signs of infection.' Upon negative results from the culture a new pump was implanted. The device system was used to deliver dilaudid. Patient status at the time of this report was no injury - no adverse event.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 8709sc, lot# h816228008, serial#, implanted: 2012 (B)(6), explanted: product type catheter, product ID 8590-1, lot# n324832, serial#, implanted: 2012 (B)(6), explanted: product typ: accessory. (B)(4).

Manufacturer narrative:
(B)(4).